Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised femur, tibia and insert components. Both the tibia and femur were well-fixed; no loosening observed. The surgeon observed a 2-4 mm larger gap in flexion than extension; therefore revised the components to balance the knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.